Event description:
Technician alleged that the brake casters will not hold. No patient impact.

Manufacturer narrative:
The technician found two brake casters that were worn. The technician replaced the left foot and right head brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.